Manufacturer narrative:
E1; reporter institution phone number (B)(6). E1: reporter phone number: (B)(6). The following functional tests were performed at the customer site. The field service engineer (fse) was unable to confirm the phenomenon, but after checking the alarm history, the fse found a past alarm. The fse replaced the speaker as a preventive replacement. Based on the information available and the testing conducted, the cause of the reported problem could not be replicated. The reported problem was not confirmed. The device was confirmed to be operating per specifications. After the fse replaced the speaker. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the intellivue mx800 patient monitor indicating that there was a speaker malf. Inop message displayed. It is unknown if the device was in use at time of event, and there was no adverse event reported.